Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge tubing was cracked. Blood glucose level was 302mg/dl. A cartridge change was performed and the customer successfully resumed insulin deliveries.